Event description:
A customer from (B)(6) contacted customer service about his/her contour usb system. The customer performed control tests and received a result of 192 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The country was advised to return the test strips to the us for further evaluation.